Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported a vent inop condition; post timer/24v failure. No patient involvement reported.